Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. Blood/body fluid was noted on the distal conductor (not obstructed). The full lead was returned and analyzed.

Event description:
It was reported that the left ventricular lead was not implanted due to the inability to obtain a stable position. A different lead was implanted. No patient complications have been reported as a result of this event.